Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was storming with 102 temperature. The inner cannula could not be removed. Another registered respiratory therapist (rrt) was called to remove the canula but was unsuccessful. The physician was called and was able to remove the cannula.